Event description:
It was reported that a (b)(6 caucasian female patient underwent primary breast augmentation with two 325cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with bilateral breast implant ruptures and bilateral breast capsular contractures (baker grade IV on the left and baker grade iii on the right). As a result, the patient underwent bilateral removal and replacement on (B)(6) 2022. The replacement devices were: (left) 300cc mentor memorygel breast implant, catalog: 3503004bc, lot: 9594644, sn: (B)(4) and (right) 275cc mentor memorygel breast implant, catalog: 3502754bc, lot: 9643663, sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 27, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 325cc breast implant had an area of shell abrasion on the anterior view. In addition, a tear was noted within the shell abrasion measuring approximately 11.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.